Manufacturer narrative:
(B)(4). Eval results: balloon burst.

Event description:
A reliant balloon was inserted in a pt after the implantation of a talent stent graft. It was reported that the balloon burst during the second inflation within a talent stent graft. The physician injected 30cc of contrast and saline solution to inflate the balloon. It was reported that the balloon was completely within the stent graft and it was over inflated with a 30 cc syringe that contained 20% contrast and 80% saline solution. Another reliant balloon was used to complete the case. No clinical sequelae were reported and the pt is fine.